Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application froze and was unable to return to any menu options when attempting to complete measurements of the leadless implantable pulse generator (ipg). It was noted that the ipg was programmed on at vvi 40 and that sensing and impedance measurements were being completed at the same time. Sensing ran appropriately, and then the impedance test was not completed, leading to the session being extended. It was further noted to have occurred during the first ipg deployment. Troubleshooting steps were taken to include completely re-interrogating the ipg during the procedure to attempt to resolve the issue. No patient complications have been reported as a result of this event. Host tablet os version: 26.5.